Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch lancing device was not firing a lancet to get a blood sample. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 between 12pm and 2pm. The patient informed the cca that she manages her diabetes with insulin (unknown type and dose) and reported that she decreased her food intake at approximately the same time in response to the alleged issue. It is unknown whether the patient developed any symptoms as a result of the alleged issue but she claimed she was unable to check her blood glucose due to it and went to the emergency room on (B)(6) 2011 where she was tested on the ER meter and reported a blood glucose value of "475mg/dl" at 5:30pm. The patient was reportedly treated with 15u of insulin (unknown type) at approximately 5:30-6pm. It is unknown if the patient was admitted to the hospital or released that same day. At the time of troubleshooting, the cca noted that the subject lancing device was used for approximately 2 years prior to the issue occurring. The technique was reviewed and the correct lancets were reportedly used, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.